Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturers representative (rep) regarding a patient who was receiving unknown baclofen (concentration 2000 mcg/ml, dose 347.8 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy a telemetry problem with the clinician programmer (8840) was reported. The patient was presented on this report date with the pump at a 90 angle while upright/sitting, the rep further stated that the pump falls to ~40 degrees when lying down, the side port was coming off the right side so the hcp did not think the pump was flipped. They had tried using another 8840 but that did not work they got the same results, no telemetry. The patient was a pediatric patient so there was not a lot of tissue and the pump could be easily seen. The pump was difficult to manipulate so they did not believe it was a twiddler¿s issue. It was recommended to move away from electromagnetic interferences (emi) so the rep stated they would try to eliminate sources of emi. It was further stated that it was unknown as to whether the pump was flipped. The rep returned to the refill case to attempt further troubleshooting. The patient had experienced a gradual loss of therapy over the last few weeks no further complications were reported. The rep then called back and provided the serial number and implant date information. It was noted that the hcp tried the 2nd 8840, tried another room, tried turning lights off, space between programmer and skin, an xray was taken and confirmed that the pump was not flipped. The hcp was not seeing the status bar move at all accross the screen when they tried to interrogate. Additional details in an attempt resolve the issue were reviewed: radiation: mdt (rep) stated nothing that the clinic was aware of. Lithotripsy: mdt (rep) stated nothing that the clinic was aware of. Any other devices implanted: no other devices implanted. Cell phones: tried interrogating when no cell phones were in the environment. Bed: caller said there is no power running to the beds that the patient had been laying in. Wheel chair: standard no-powered wheel chair next to bed. Demo pump: the rep rep said she did not have a new or demo pump on hand to try to interrogate to see if interrogation would be succesful with another device. Location: it was recommended to possibly try moving the patient outside of the building to see if that would resolve the issue. It was further noted that the office commonly interrogated other pumps with no issues. It was discussed that they may need to consider pump replacement as there were no other options for trying to establish telemetery on the pump.

Manufacturer narrative:
Analysis found a foreign material inside of the pump in the hybrid compartment. Samples of the substance were sent to chemical technologies for identification. The conclusion of the first foreign material sample was an inorganic substance, and the conclusion of the second sample was that it might contain an organic salt. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional via the manufacturer¿s representative. The cause of inability to interrogate pump and pump being at 90 angle was not determined. On (B)(6), the x-ray confirmed pump was not flipped in pocket, they tried using several 8840s, moved patient to room near windows with no obvious emi (no cell phones on patient or within 15 ft radius, confirmed no electronic components on bed), tried reading the pump at 6 and 7 o¿clock orientation, patient had not undergone any radiation or lithotripsy therapy. The inability to interrogate the pump issue had not been resolved. Patient weight at the time of the event was not available. It was assumed that the cause of patient experiencing gradual loss of therapy was because the pump stopped working on an unknown date. It was noted that on (B)(6) the expected residual volume was 8ml and 25ml was aspirated from the pump. At the time of this report, the pump remained implanted, patient was awaiting surgery date for replacement. The plan was to return the pump back to manufacturer once explanted. No further complications were reported

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an unknown source. The pump had been replaced, and the pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that on 21-nov-2017, additional information was received from a physician. It was learned that the report regarded an (B)(6) female. Additional medical history included spastic quadriplegic cp (cerebral palsy), intellectual disability and seizures. Concomitant medications included tegretol (carbamazepine) and topiramate (doses, routes, and frequencies of administration were not specified). The patient¿s pump, prior to pump replacement, included baclofen 2000 g/ml at 347.8 g/day for spasticity of cerebral origin (cerebral palsy) with start of initial treatment in 2013. On an unspecified date in (B)(6) 2017, the patient had a sudden decrease in effectiveness with increased tone and tremors. On approximately (B)(6) 2017, the patient came to the clinic and the pump was tilted in the pocket but not fully flipped. Despite getting good contact between interrogations and the pump, the pump could not be interrogated. The expected residual volume was 8.2 ml and actual residual volume was 21 ml. The pump was filled with 40 ml. On (B)(6) 2017, the patient was taken to the or (operating room). At that time the patient had 40 ml left in her pump. The patient was hospitalized from (B)(6) 2017 for a pump replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.